Manufacturer narrative:
This report is submitted on may 14, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced static, tinnitus and a performance decrement. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another cochlear device.